Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw.connect motor would stop turning / working and locked itself. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the information we initially received was incorrect. The additional information received is that the device will not turn on. This is not considered a MDR reportable malfunction. Please disregard this report.